Event description:
Procedure: robotic assist. Lap nephrectomy. According to the reporter: the surgeon was at the robot console and the fellow was firing the stapler. The stapler was inserted and placed around the renal vein, closed, and fired. Significant bleeding was noted from the staple line when the device was opened. The surgeon grasped the bleeding staple line with the robot grasper and attempted twice to over-sew laparoscopically. The surgeon then converted to an open procedure to stop the bleeding by hand suturing blood loss was reported as 6 liters. O.r. Time extension was reported as 2 hours. The patient remained hospitalized for 2 extra days.